Event description:
Consumer sent e-mail stating the brush head had not been staying securely attached to the hand piece, and it came loose every time he brushed his teeth. No injury was reported.

Manufacturer narrative:
(B)(6) 2021: product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by a breakage of the tip of the driving shaft due to improper consumer handling, storing and cleaning of the product.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer sent e-mail stating the brush head had not been staying securely attached to the hand piece, and it came loose every time he brushed his teeth. No injury was reported.